Manufacturer narrative:
Initial report occupation: senior buyer, supply chain additional initial reporter(s): (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). H3 other text: device not returned.

Event description:
It was reported that immediately after insertion, the surgeon stated there appeared to be a hole in the intra-aortic balloon (iab). A new iab was requested and used without difficulty. There was no patient harm or adverse event reported.

Event description:
It was reported that immediately after insertion, the surgeon stated there appeared to be a hole in the intra-aortic balloon (iab). A new iab was requested and used without difficulty. There was no patient harm or adverse event reported. / the following was reported via medwatch report # # (B)(4) received 28aug2024: once inserted balloon pump, surgeon stated "appears to have a hole in balloon". New balloon pump was requested and used without difficulty.

Manufacturer narrative:
Medwatch report #(B)(4) received 28aug2024. Updated field(s): a 2-3, b5, e4, g2 / additional reporters: (B)(6) , risk manager, (B)(6) / complaint record ID # (B)(4).

Manufacturer narrative:
Device evaluation: the iab was returned with the membrane completely unfolded and blood on the exterior of the catheter with the one-way valve attached. No blood was observed inside the iab catheter. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks or holes were detected. The reported event cannot be confirmed by the evaluation. During iab insertion arterial blood under pressure may run the length of the folds in the balloon membrane and drip or be expelled under arterial pressure from the balloon/catheter junction. This "channeling" is not a leak and will diminish as the iab catheter is inserted. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).